Event description:
It was reported the radiopaque maker detached from this introducer, but remained on the guidewire, during a graft declot procedure. Reportedly, the radiopaque marker was seen on the tip of a balloon catheter. Retrieval of the detached marker with a snare was uneventful.the procedure was successfully completed with this unit without patient complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. The follow up revealed scar tissue was present at the entry site and significant resistance was encountered during this procedure. The co believes continual exertion against resistance, along with patient anatomy ,were contributing factors to this event. However without evaluating the device the co is unable to determine the exact cause for this event.